Manufacturer narrative:
Age or date of birth, weight, ethnicity: information unknown/not provided. Device evaluated by MFR: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to the patient experiencing blurry vision and dysphotopsia-halos and glare worsening over 4 months. Vision pre-operative: 20/200 vision post-operative: 20/100. It was noted that the symptoms persisted for eight (8) months. It was unknown if daily activities were significantly affected, but worsens with daily activities. A non-johnson and johnson lens of 22.5 diopter was used as the replacement iol. No surgical or medical interventions required. It was indicated that the patient has fully recovered. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes section d-9: date returned to manufacturer: 07-jun-2022 section h-3: device evaluated by manufacturer: yes device evaluation: visual inspection under magnification revealed that the lens was received cut in half. The lens was cleaned and, no issues that could contribute to or cause visual disturbances could be identified. Based on the return condition of the lens, no further product evaluation could be identified. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issues was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.